Event description:
In 11/2005, the lay pt contacted lifescan alleging that his one touch ultra meter does not turn on. The medical affairs specialist (mas) sent a letter to the pt, as he could not be reached via phone. The pt last tested with the reported meter a week ago at 7:00 am. The pt tested with the meter while feeling weak and lightheaded. He drank orange juice following attempted use of the product. A result of 55 mg/dl was obtained on another device; there was about a 2-hour time difference between the use of the reported meter and the test result of 55 mg/dl obtained on the other device. The pt received food and/or beverage as treatment from a medical professional. No information was provided regarding the pt's diabetes treatment regimen or meter readings obtained prior to the time of concern. The customer service agent (csa) confirmed that the test strips were correct, the battery was less than one year old and correctly installed, and the battery contacts were in good condition. The csa walked the pt through pressing the power button and the meter did not power on. The meter, test strips, and control solution were replaced.